Event description:
Reporter alleged discrepant results between blood glucose monitoring device and a valid lab comparison. Reporter stated the device result was 317 mg/dl at 6:30 am and a few minutes later a lab result measured 161 mg/dl. Reporter indicated the patient was already in ICU; however, did not provide information as to why. Reporter stated controls were run the night prior to and after the alleged incident and were found to be within an acceptable range. Reporter did not provide patient's treatment information. A request was made for the return of the suspect device and replacement product was sent.